Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal baclofen (unknown concentration) at an unknown dose and frequency via an implantable pump for intractable spasticity and a head/brain injury. The patient's medical history or concomitant medications were not reported. The consumer reported that the pump before malfunctioned and the patient went into withdrawal. The consumer took the patient to the emergency room (ER) and "it took them until the next day to figure out what was going on." It was stated that they overdosed the patient when the pump was put in. The next morning the patient "wouldn't wake up' and "they had to bag her." The event date was unknown. Additional information has been requested regarding the unknown information, including when the patient first started experiencing the pump malfunction/withdrawal, the device information involved in the event, and the diagnostics performed that were related to the pump malfunction/withdrawal, but it was not available at the time of this report. If additional information is provided a supplemental report will be filed.